Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump had under delivery. The blood glucose level was 200 mg/dl at the time of incident. The current blood glucose was 359 mg/dl. Customer treated with manual injection. Customer was assisted with troubleshooting. Customer state that there were no air bubbles. Customer also reported that high pressure was failed. Customer was assisted with high pressure test and found that bubbles were in the tubing. Customer also reported that the drive support cap was flush. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will be returned for the analysis.